Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient presented in the hospital with dizzy spells. Upon interrogation, an increase in impedance on the right ventricular lead was noted. Lead fracture was suspected. Upon further interrogation, noise was observed on the atrial lead. Both leads were explanted and replaced. Patient was stable before, during, and after the procedure.

Manufacturer narrative:
Correction: ¿ the serial number should have been (B)(4) rather than (B)(4).

Manufacturer narrative:
A partial lead was returned in four pieces. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.